Manufacturer narrative:
This report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a planned procedure to remove implants from the hallux, on an unknown date, the screw head broke off intraoperatively. A plate is also broken, however it is unknown when this breakage occurred. Surgery was completed successfully with a delay of a few minutes. No patient outcome was reported. This report is for an unknown trauma screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product was not returned. Based on the provided picture it can be confirmed that one screw head is broken off. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.